Event description:
It was reported that a one link needlefree IV connector with microbore catheter extension set experienced a disconnection. It is unknown if the disconnection was at the catheter or when the customer unscrewed the exchangeable cap while disconnecting the IV tubing. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation; therefore, the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.